Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent strut damage was noticed. During preparation of a taxus express2 - 3.5 x 12 mm drug eluting stent it was noticed that the struts were flared. Consequently, the stent was never used. No pt injury or complication was reported. The procedure was successfully completed using another taxus express2 - 3.5 x 12 mm drug eluting stent. Pt status is reported as 'satisfactory/good".